Event description:
Patient reported that a used lancet is protruding from the end of the lancet device. Patient noted that both she and her husband experienced unintentional lancet sticks as a result. Neither person sought medical intervention for accidental puncture. Technical support requested the return of the suspect product and replacement product was shipped.